Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation; however, medical records are provided and reviewed. Therefore, the investigation is confirmed for retrieval difficulties and material deformation. However, the investigation is inconclusive for filter limb detachment, filter migration and filter tilt. The definitive root cause could not be determined based upon available information. The device is labeled for single use. (Device: 2907 & 2976).

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model rf400f vena cava filter allegedly experienced migration, tilt, limb detachment, material deformation and was unable to retrieve . The report was received from a single source. This malfunction involved patient with no known impact to the patient. The male patient age is (B)(6) years old and weight was not provided.